Event description:
It was reported that this pacemaker had inappropriate atrial tachy response (atr) events due to farfield oversensing of right ventricular pacing in the right atrial channel. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.